Event description:
The company received a report where it was claimed that the device was found to have a "small pinhole" on the cuff. The patient associated to this report was intubated with the device a week prior to this report after sustaining injuries from a car accident. The patient was ready for extubation. The end clinician was instructed to deflate the cuff by pushing on the pilot balloon and upon visual inspection of the tube following extubation, it was claimed that a small pinhole about 3mm was discovered on the cuff.

Manufacturer narrative:
The device is currently in transit to the manufacturing plant for analysis.